Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old female was implanted with an impella rp for mechanical circulatory support. It was reported that the implanted impella rp flex pump began to experience a drop in flow rates during patient support. Despite being set to a performance level of p6, flows were measured at 1.1 l/m and continued to decrease. Due to the minimal flows and lack of support for the patient, the decision was made to explant the pump. There was no patient harm reported.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Visually inspected the pump and biomaterial observed around impeller and inside cannula. The cause of the low pump flow issue was biomaterial ingestion.